Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door for non-refrigerated medications was broken and in a failed state. The customer reported that the door opened during recovery attempts; however, once the recovery process was completed, the system continued to indicate that the door had failed and required maintenance. Multiple recovery attempts have been performed, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) found that the customer initially reported a failed tower door that would not recover but confirmed it had already been recovered upon arrival. Tested the station and observed all doors functioning properly, with door 2 showing a double-click during access. Replaced the door 2 latch assembly and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.